Event description:
It was reported that customer received minimum fill notification while using pump and attempted to reload same cartridge instead of loading new cartridge. There was no reported adverse impact to the customer's blood glucose level. Customer removed pump from case and cleaned pump connection area with alcohol wipe or lint-free cloth as instructed by technical support, then reloaded same cartridge, which resolved issue, and customer successfully loaded cartridge and resumed insulin delivery.